Manufacturer narrative:
Results of functional testing determined that there was no fault found with the device, and the battery that was returned with the device was determined to be functioning properly. The device had non-compatible pads installed, and the evaluation of the device history determined that the prolonged battery alarms had drained the battery that had been installed at the time so that the device would not power on. The pads were also returned, and the investigation determined that the pads gel had been crystallized and did not deliver shocks in the as-received condition. Based on the information available, the cause of the reported problem was a depleted battery due to prolonged and unattended pads warnings as a result of noncompatible pads being connected to the device. The reported problem was confirmed, but was not determined to be a critical device failure. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device, pads and battery were returned to the customer's legal counsel following the investigation the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by the customer and has been investigated by the philips complaint handling team. Philips received a complaint on frx device claiming that the device did not function as expected when checked.

Event description:
It has been reported the device was found inoperable when it was checked.